Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient was an adult.

Event description:
The customer reported a leak of a chemotherapeutic medication between the secondary line with an attached texium and the primary line during an infusion on an adult patient. There was no patient harm.